Manufacturer narrative:
Clarification received from the customer regarding the pump they were actually using at the time of event

Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge. Ultimately, the customer reverted to an alternate method insulin therapy.